Event description:
Max diameter 4.78 mm and neck diameter 3.2 mm. Landing zone (artery size): distal 2.5 mm and proximal 4.3 mm. The patient¿s vessel tortuosity was minimal. The access vessel was the femoral artery (5.7 mm diameter). There were multiple aneurysms in the posterior communicating artery segment of the left internal carotid artery, and neuro intervention and blood flow diversion dense mesh stent implantation were planned. Femoral artery puncture was performed, and the 6f long sheath successfully reached the common carotid artery under the guidance of the multifunctional angiography catheter and loach guidewire. The diameters of the aneurysm and the parent artery were measured in 3d, and the model ped-450-30 was finally selected. Phenom27 successfully reached the m1 segment of the left middle cerebral artery under the guidance of a 0.014-inch guidewire, and the intermediate catheter successfully reached the posterior flexure of the cavernous sinus segment. Ped-450-35 was fully hydrated and then delivered, successfully reaching the m1 distal to the lesion. Everything went well at this time. Fixed the stent push rod, withdrew the stent catheter phenom27, exposed the tip end, and opened the tip end smoothly. At this time, withdrew the stent and catheter as a whole, anchored the distal end, and judged by angiography that everything was going well. Then it was deployed more distance, but found that they could not deploy the ped by withdrawing the stent catheter. They felt some resistance so the surgeon planned to retrieve the stent, repositioned it, and deployed it again. But could not retrieve the stent. They felt that the ped was obviously stuck in the stent catheter phenom27. They could not deploy it or retrieve it. Tried repeatedly, but still could not solve the problem. So they had to withdraw the whole. Then they chose a new phenom27 and ped2-450-25 stent. Everything went smoothly without any problems. The operation ended successfully. Dapt (dual antiplatelet treatment) was administered (pru level normal). Angiographic result post procedure: normal, healthy, vascular patency, no bleeding or ischemia. There were no patient symptoms or complications associated with this event. The catheter was flushed continuously with heparinized saline. The physician release the load (slack) in the system in an attempt to resolve the issue with no success. The distal section of the catheter was damaged. It felt a bit accordion-like and flat. The pushwire was not damaged.   Ancillary devices: sheath kindly medical 6f 90cm long sheath, guide catheter ton-bridge medical silver snake 6f 105cm, microcatheter ton-bridge medical silver snake 6f 105cm, guidewire panther healthcare hybrid 0.014 inch 200cm, coils none, microcatheter phenom27, liquid embolic none.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (228821125); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering in good condition. No damage was observed to the catheter.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex device was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~2.8cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. ¿ conclusion: based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex and phenom catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damages seen on the catheter body (kinking), and pipeline flex braid (fraying); tip coil (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.